Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The previous qc showed acceptable results. The field service engineer was dispatched, performed baseline checks and the results showed that the cell rinse volume was insufficient. Decontamination was performed and the cell rinse volume was corrected. Qc passed within customer guidelines. The investigation found that calibration and qc were acceptable. There was no indication of a reagent performance issue. The service actions resolved the issue.

Event description:
The initial reporter complained of questionable albumin, calcium, crea, cholesterol, glucose, phosphorus, triglycerides, na, k, and cl results for one (1) patient sample on a cobas 6000 c (501) module analyzer. Albumin: the initial result was 1.83 g/dl and on (B)(6) 2021 the repeat results were 3.6 g/dl and 3.70 g/dl. Calcium: the initial result was 6.1 mg/dl and on (B)(6) 2021 the repeat results were 11.2 mg/dl and 11.3 (with a data flag). Crea: the initial result was 1.28 mg/dl and on (B)(6) 2021 the repeat results were 2.22 mg/dl and 2.24 mg/dl with a data flag. Cholesterol: the initial result was 124 mg/dl and on (B)(6) 2021 the repeat result was 199 mg/dl. Glucose: the initial result was 70 mg/dl and on (B)(6) 2021 the repeat results were 119 mg/dl and 121 mg/dl with a data flag. Phosphorus: the initial result was 2.8 mg/dl and on (B)(6) 2021 the repeat results were 4.9 mg/dl and 4.9 mg/dl with a data flag. Triglycerides: the initial result was 189.5 mg/dl and on (B)(6) 2021 the repeat result was 340 mg/dl with a data flag. Na: the initial result was 95 mmol/l, the auto rerun result was 103 mmol/l. On (B)(6) 2021 the repeat results were 139 mmol/l and 142 mmol/l. K: the initial result was 3.26 mmol/l and on (B)(6) 2021 the repeat results were 4.90 mmol/l and 4.85 mmol/l. Cl: the initial result was 65.9 mmol/l, the auto rerun result was 72.5 mmol/l. On (B)(6) 2021 the repeat results were 102.8 mmol/l and 104.8 mmol/l. The results were reported outside the laboratory. The repeat results were deemed to be correct. The reagent lot numbers and expiration dates were asked for but not provided. The electrode lot numbers and expiration dates were asked for but not provided.